Event description:
It was reported that two headless screws fractured during a hammertoe repair procedure. One broke while inserting into the 4th dip/pip joints and the second broke while inserting across the 3rd dip/pip joints. A portion of the screws were retained by the patient and additional k wires were used to maintain fixation. Attempts have been made and no further event information is available at this time.

Manufacturer narrative:
(B)(4). D10: can sht thd scw hdls 2x36mm cat#: p20-520-036s lot# : ni. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.